Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead had elevated capture thresholds when the patient was sitting. Fluoroscopy revealed the atrial lead had lost slack, dislodged, and had potential insulation damage. The atrial lead was explanted and replaced. There were no consequences for the asymptomatic patient.